Event description:
For lithotripsy precedure, the laser fiber device was attached to the laser generator, and fed through ureteroscope. The end of the fiber device was placed near the stone, and activated. During the procedure, it was seen on the monitor that the fiber device was not working, i.e. There was no laser pulse being applied to the stone. The device was removed for inspection, and it was noted that a 3 cm piece of the end of the fiber device had broken off and remained in the patient. The broken piece was retrieved with a grasper. There was no known injury to the patient.